Manufacturer narrative:
G4: 09oct2019. B4: 10oct2019. Despite numerous attempts to reach out there has been no response from customer regarding resolution of this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported air flow accuracy failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported air flow accuracy failed. There was no patient involvement.